Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during a stent placement procedure in the superior mesenteric artery, the stent graft allegedly dislodged from the balloon without forcing or dilating. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation, the stent was not returned. The balloon showed no evidence of inflation. The pleats, folds and crimp impressions were intact. The result of the investigation is confirmed for the reported stent dislodgment issue. The root cause for the reported dislodgement issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: do not use if packaging/pouch is damaged. Attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. The covered stent cannot be repositioned after it is deployed. Precautions: crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Directions for use: 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. The event description states that the lifestream was being used to treat a stent placement procedure in the superior mesenteric artery. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. D4 (expiry date: 04/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superior mesenteric artery, the stent graft allegedly dislodged from the balloon without forcing or dilating. There was no reported patient injury.